Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was at the hospital for an exploratory study was sedated and on the table. The sonographer was preparing to begin the transesophageal endoscopy study by testing the equipment. During equipment testing, the transducer displayed a usacquisitionhw_40_0 error when it was connected to the ultrasound system. The sonographer used an alternate transducer to continue and complete the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that there were no visible damage on articulation sleeve area. The engineers were able to reproduce the error, when the articulation sleeve was bent. The inter-connectivity test failed. Through destructive analysis, it was found that gastro flex#0 had net short. No cable short was confirmed, and no gastro flex #0 short confirmed. Electrical short disappeared during tip open because of distal flex#0 damage. No visible distal flex#0 short. It is suspected that an electrical short between vnh and gnd on mmx#0 inside but it is impossible to prove it because the component has been destroyed during analysis. The possible root cause could be mmx#0 electrical damage because of insufficient reliability which is related to design or manufacturing defect. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.